Event description:
It was reported that the patient received an alert for high impedance. Noise was produced with pocket manipulation. Setscrew issue suspected. The physician programmed the device rv to can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.